Event description:
The technician alleged that the nurse call signal is not being sent to the nurse station. No patient impact.

Manufacturer narrative:
The technician replaced the communication cable to resolve the issue.